Event description:
MRI showed metal artifact pt questioned, denyed any metal, bb, etc. When finished broken sewing machine needle found woven in "comfort bouffant cap" elastic band. Significant hazard potential.